Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube and tube lip, a broken belt clip slot, and broken battery tube threads.

Event description:
It was reported the customer was hospitalized for low blood glucose. Blood glucose at the time of admission was 7 mg/dl. The customer stated they had to call the paramedics to treat for their low blood glucose event. The paramedics treated the customer with two glucagon injections. Customer stated they were experiencing low blood glucose because their insulin pump was suspended. The customer also reported damage to their insulin pump. Customer stated the insulin pump was cracked beneath the battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.